Event description:
It was reported that the customer was hospitalized with high blood glucose levels over 600 mg/dl. The customer's nurse stated that the doctor believes the customer does not know how to use the insulin pump correctly and would like a rep to come out to assist the customer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.